Manufacturer narrative:
This MDR is being filed late due to a retrospective complaint review. No conclusive evidence has been provided that supports or opposes the fact that the smileset impression kit caused or contributed to the patients symptoms. This event is being filed as a MDR as the patient reported a dislodged crown while a smileset impression kit was being used.

Event description:
Complainant reported that a dental crown became dislodged during use of the impression kit while obtaining impressions for aligner treatment. The kit was discarded and not used. Complainant is undergoing crown replacement and will require repeat impressions once the new crown is placed.